Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, when the surgeon fired the second firing across the stomach on the patient side there were no staples fired and on the specimen side they were fired perfectly, they removed the black cartridge and the sled had jumped the rail and went down the knife blade on the patient side. The knife had retracted and cut at the location of the greater curvature of the stomach. It made a crunching noise as it traveled down the device and did retract the blade. He then used a second device with a gold cartridge and the knife pushed the tissue down the track and fired staples malformed and unformed at the end of the device in the tissue but did not cut. They did not use seam guard for this firing as it was the last firing for this part of the procedure. The surgeon then used a third stapler and fired across the staple line and over sewed with suture to secure the tissue.

Manufacturer narrative:
(B)(4). Damaged cartridge, cartridge pan dislodged. Additional information was requested and the following was obtained: on what tissue type was the device used?stomach at what location on the tissue? Greater curvature. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids?asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. What color cartridge was being used?black,gold. What other color cartridges were used before and after this event? Was buttressing material utilized?first device if so, which product?seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Yes if so, when?when the device was firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue?no. The analysis found that device (a) was returned in good visual condition and with a cartridge reload fully fired present. The ecr60t was returned with the inner row of the cartridge damaged. Furthermore, the one piece sled was noted to be damaged. The damage to the sled and drivers is consistent with clamping the device over a hard object. When this happens there is not enough space for the sled pushing the staple driver up to continue its run due to the obstruction, this is the reason why the sled and drivers get damaged. When the mechanism is forced the sled will deform enough to bypass the drivers in contact with the sled and continue the stroke. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. For further information please refer to the instructions for use. In addition, the cartridge was received with the pan dislodged. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (b) was returned in good visual condition and with a cartridge reload present. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4).

Manufacturer narrative:
(B)(4). During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamped on a hard object.